Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that when moving the patient to a transport bed the aic (automated impella controller) completely turned off with no warning or alarms. The screen went black, and the patient was not being supported at that time. The console had a black screen. Rn pressed the power button to turn it back on and initiated support and the aic stayed on. The only alarm visible was ¿unexpected controller shutdown¿, no preceding alarms before that. There is no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Data analysis: console imc logs confirm that unexpected controller shutdown occurred after the console abruptly restarted. Device analysis: inspection of the internal circuitry of the console revealed no anomaly. The console was able to run a well known pump and purge line after 20 restarts with no anomaly. Conclusion: the unexpected controller shutdown is due to a hardware reset. The root cause could not be determined since failure mode could not be reproduced in the lab. D1: corrected common device name: d4: corrected the model number. D9: added the device return information. G1: corrected the manufacturer email address. H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.